Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value measured main ground bus resistance from door post to power entry module rear ground prong-total ground bus resistance = 50 milliohms. Measured door frame to door post resistance = 5 milliohms measured door frame to pem rear ground prong resistance = 33 milliohms. Inspected main ground bus endpoint connections for contamination; none found. Tested main ground bus for intermittent operation. The total ground bus resistance was corrected to 15 milliohms when the ground post was tightened, and the power entry module ground wire was pressured in its position at the power entry module side. The lug at this point is loose. The assignable cause of the ground bond failure was loose power entry module ground connection, and loose main ground post connection. The product did not meet specification due to ground bond failure. Baxter will continue to monitor similar reports to determine if further actions are required.